Event description:
During an arthroscopic foot procedure (kidner), the surgeon noted that a portion of the distal tip of the mini quickanchor inserter had apparently broken off during the anchor insertion processes. The fragment was not able to be retrieved; remains in the body, and, based on x-rays; they believe it is captured securely in the bone hole. The procedure was concluded successfully without further incident or harm to the pt. The facility discarded the complaint device.

Manufacturer narrative:
Nothing is being returned for eval; complaint device discarded at user facility. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Outside of the hypothesis that the device may have been deployed into the bone hole at an off axis angle, or that the bone hole was not properly sized; we cannot discern any root cause for the reported issue. At this point in time no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the filed.